Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument single port arm drape was observed to be deformed and was not fitting properly which prevented the instrument from moving in or out. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.